Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called and reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was 7.3 mmol/l. The insulin pump was neither bumped nor dropped and the buttons were not pressed for longer than three minutes. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.